Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the lock screen. Customer's blood glucose was 217 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.